Manufacturer narrative:
Three attempts were made to retrieve the device for evaluation but the device was not returned. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: restarting on it's own. Probable root cause: cables, connectors, sources, or sinks, capture card, motherboard, power supply, sdc firmware, over-heating (air duct, fans, heat sinks, dust, vents), sdc application software [cor, ip], clarity package, clarity algorithm, use error, cybersecurity, assets, video input/output, video routing, teleconferencing/calls/video streaming, esp software, the reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the hub in or 5 is restarting on its own. Hub is on software version 5.2. Hence there is a loss of image.

Manufacturer narrative:
Three attempts have been made to retrieve the device for evaluation, and it is yet to be received in-house. No further attempts to retrieve the device are required. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: restarting on its own. Probable root cause: cables, connectors, sources, or sinks, capture card, motherboard, power supply, sdc firmware, over-heating (air duct, fans, heat sinks, dust, vents), sdc application software [cor, ip], clarity package, clarity algorithm, use error, cybersecurity - assets - video input/output, video routing, teleconferencing/calls/video streaming, esp software. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the hub in or 5 is restarting on its own. Hub is on software version 5.2. Hence there is a loss of image.